Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: there were unexplained pump reboot events observed in the black box. No moisture corrosion was observed in the battery compartment. The battery compartment was found to be cracked. The returned battery cap had stripped threads. The returned battery cap was unable to maintain an electrical connection. A test battery cap was able to be fitted to the pump and power it on. The test battery cap was used to complete a 24 hour duration test with the pump.